Event description:
Rptr indicated a vns therapy pt was diagnosed with left sided vocal cord paralysis. Diagnostics were within normal limits. X-rays wee reviewed by the medical professional and "no apparent lead fracture was found." Good faith attempts to obtain additional information have been unsuccessful to date.